Event description:
Cart was used to hold video monitor. While moving the cart, one of the back wheels fell off. Nurse tried to stop the video monitor from crashing to the floor. This resulted in blunt trauma to both feet with abrasions to both shins and injury to two fingers on the right hand.